Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time .customer will exchange product at the pharmacy. Most likely underlying root cause mlc-134-user has low glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose results accompanied by symptoms. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is 110mg/dl. The customer did report symptoms of being in a state of confusion. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of lo and lo mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 2/21/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) customer's daughter said that mother was in a state of confusion when ambulance was called on (B)(6) 2018. Daughter stated that mother was given glucose tablets prior to being taken to the hospital by the emt's. When emt took mothers blood glucose at the house prior to administering glucose tablets, blood glucose was 67 mg/dl fasting. By the time the customer was in the ER, customer's blood glucose went up to 87 mg/dl non- fasting. Mother was prescribed keflex for uti. Customer was not admitted and left the hospital the same day she went which was (B)(6) 2018.